Manufacturer narrative:
Concomitant medical devices: cook fusion wire lock, fs-wl-o-s, erbe electrosurgical generator, unknown model. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed damage to the catheter of the sphincterotome. The wire guide lumen has been fully utilized. The outer edge of the wire guide lumen exhibits fraying and rippling along the separation line. There are several bends in the tubing possibly from handling the device during removal from the scope. Since the wire guide lumen was returned fully utilized, functional testing with a wire guide separating the wire guide lumen was unable to be performed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of this nature. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all fusion omni-tome pre-loaded sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion pre-loaded sphincterotome. The physician advanced the sphincterotome down the endoscope to gain access into the common bile duct. Once access [to the duct] was achieved via wire guide cannulation, the wire was then stripped down from the proximal end by the technician to the physician. Stripping of the wire was very difficult and the plastic tubing became warped and frayed, as well as having a "stop-and-go" transition. Due to the difficulty of the stripping, wire guide cannulation was lost and they had to regain access with the sphincterotome.